Event description:
Low bias advia centaur cp folate results were observed by the customer with controls and patients when switching to reagent lot# 211 from lot# 210. The patient results were outside of the customer's acceptable limit of 10%. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant folate results.

Manufacturer narrative:
The customer has opted not to use folate reagent lot# 211 as the lot to lot correlation failed. The customer has received folate reagent lot # 212 and performed lot to lot correlation with reagent lot # 210. The lot to lot correlation did not show a bias. The customer is reporting patient results using reagent lot# 212 for folate. The cause for the discordant folate results is unknown with lot# 211. Siemens healthcare diagnostics is investigating the cause of the discordant results.

Manufacturer narrative:
Siemens filed the initial MDR on (B)(4) 2012. (B)(6) 2012: additional information: siemens performed an investigation for reagent lot# 211 and the internal quality control release data did not show an issue. Based on results of investigation, no conclusion can be drawn.